Event description:
The MFR received info alleging a ventilator shut down while in use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designs, for a ventilator inoperative condition.